Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical extraperitoneal without lymphadenectomy procedure, the 8mm monopolar curved scissors (mcs) instrument had one more life but the scissor suit no longer and moved upward while closing. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the curved scissors were not closing completely, and the instrument was also moving upward unintentionally when being closed. This movement occurred without the operator's knowledge, in a situation where the operator intended for the device to remain stationary while cutting.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm monopolar curved scissors (mcs) instrument was lost in process and after many efforts it was not able to be located.